Event description:
This procedure is part of the (B)(6) study and was performed in (B)(6):an av fistula was observed during plaque excision. Pta was used to complete the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.